Manufacturer narrative:
User facility has made the device available for evaluation. However, the suspect device has not been returned to conmed electrosurgery as of 2009/02/11. Our evaluation results will be submitted to the FDA once our investigation has been completed.

Event description:
The user facility has stated the conmed pencil (130318) (in the pd catheter pack) was used in conjunction with another co's device. The pencil produced a "pop" noise followed by a two inch flame which burned/singed the pt's hair (left anterior thigh). There was no burn/injury to the pt. A prep solution was used prior to the procedure, however, the name of this solution was not disclosed. According to the user facility, there was no debris on the tip of the pencil. The pencil was new and had not been used. The user facility, has requested nondestructive testing to be performed on the suspect device. Conmed electrosurgery has agreed to return the suspect device to user facility once evaluation activities have concluded.